Event description:
It was reported that the screen of the customer's insulin pump is cracked as is the insulin reservoir. Her blood glucose was unknown at the time of reporting. No equipment is being returned. No additional information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.